Event description:
Reporter states she has experienced severe, painful cramping since mid last year due to essure device. She is now in need of a partial hysterectomy due to a perforated fallopian tube. She also complains of heavier menses as well as brain fog (irregular speech).